Event description:
The customer contact reported that the device was found delivering at a rate different than the originally programmed rate, resulting in the pt receiving more medication than intended. On (B)(6) 2011, the device was programmed to deliver an unspecified concentration of saline, at a rate of 100ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse returned to the pt's room and noted that the device displayed an unspecified rate that was different than the originally programmed rate. The delivery was stopped. The device was reprogrammed, and therapy was resumed using the same device. After an unspecified length of time, the nurse returned to the pt's room and again noted that the device displayed an unspecified rate that was different than the programmed rate. The device was reprogrammed, and therapy was resumed using the same device. At an unspecified time on (B)(6) 2011, the nurse entered the pt's room and noted that the device displayed a rate of 800ml/hr instead of the originally programmed rate of 100ml/hr. The delivery was stopped. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. The customer contact indicated it is strongly believed that the pt tampered with the device on all 3 occasions. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.